Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexg1174 showed no other similar product complaint(s) from this lot number. He device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that performed PICC pass and after x-ray with repetitions, it was not possible to see the local.